Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not powered on and displayed a black screen due to a bad drawer controller board on half-height auxiliary drawer 5.2, which caused the entire device to fail. A field service engineer replaced the defective drawer controller board to resolve the issue. Additionally, preventative maintenance was performed on the device. A field service engineer also confirmed that there was a delay in dispensing medication to a patient. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a failure, resulting in a black screen display. The machine emitted clicking sounds and failed to turn on. There were no adverse events or injuries reported based on this event.